Event description:
It was reported by service report that the bed was at its lowest height, and when plugged in, it would alarm and loose power. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: head-end lift potentiometer (caused cpu board shutting down due to electrical feedback).